Event description:
Per the clinic, the patient was placed under general anesthesia on november 28, 2023, in order to place the magnet back into correct position without surgical intervention. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 28, 2023.